Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 4: MFR report: 1627487-2019-04293, 1627487-2019-04294, and 1627487-2019-04295. It was reported that the patient was not getting adequate therapy due to lead migration. Migration was confirmed with x-ray. The leads were explanted and replaced on (B)(6) 2019. The patient has effective therapy post operatively.

Event description:
Device 1 of 4: MFR. Report: 1627487-2019-04293, 1627487-2019-04294, and 1627487-2019-04295.